Manufacturer narrative:
Complaint confirmed. Visual inspection of the returned ar-7300sr identified warping along the cutting window of the outer tube hood. The distal tip of the inner tube had broken, and horizontal grooves consistent with sites of metal debris production were noted along the outer diameter of the distal tip. Corresponding grooves were also observed along the inner diameter of the outer hood. Resistance was noted when removing the inner tube from the outer, as the inner tube had sustained damage. The observed conditions are consistent with user applied mechanical forces, such as by prying/leveraging the ar-7300sr against bone and/or hard tissue during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a piece of the ar-7300sr broke off inside part of the shaver. The facility reported the piece was retrieved.